Manufacturer narrative:
Manufacturing records were reviewed. Diopter measurement records were verified and found to be within specifications. No non-conformities or deviations were noted for this production order. All records were within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacture. Visual inspection with the unaided eye shows the return sample is cut in pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed. Device history records show the production order was released without nonconformances or deviations. There were no associated nonconformity material reports. There were no process and / or material changes. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an zmb000210 was explanted from the patient's left eye after she experienced a hyperopic suprise.